Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed that as the catheter was flushed, blood could be seen leaking out of the catheter just distal to the strain relief; however, there were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that dr. In ICU 9 shared this incident of leakage from PICC line connector hub, she said that there was a leakage/rupture at proximal end of groshong PICC line. This was observed when the blood transfusion in ICU was happening. As per doctor they trimmed the ruptured portion and then placed the new repair kit groshong connector in same line to use it. No reported patient injury. There was exposure to blood by both patient and staff. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that dr. In ICU 9 shared this incident of leakage from PICC line connector hub, she said that there was a leakage/rupture at proximal end of groshong PICC line. This was observed when the blood transfusion in ICU was happening. As per doctor they trimmed the ruptured portion and then placed the new repair kit groshong connector in same line to use it. No reported patient injury. There was exposure to blood by both patient and staff. No other information was provided.